Event description:
It was reported that during a procedure to place a greenfield 12 fr ss vena cava filter, the filter legs deployed in the vessel asymmetrically. No adverse pt effects were reported. The pt was reported to be "fine."